Event description:
Sales rep reported on (B)(6) 2025 that in a distal radius case with a surgeon, they had a dvtx-8/110 ao np break. It was reported that this occurred at the end of the case so it didn't change the outcome of the surgery. The rep confirmed the remaining piece of the broken tip was left in the head of the screw as it could not be removed so it remains implanted. This caused less than a 5-minute delay in surgery and potential patient harm is unknown. The device was discarded at the facility.